Event description:
Customer reported receiving a "signal loss" message while wearing the freestyle libre 2 sensor and being unable to obtain readings. Customer further reported receiving third-party treatment however no additional details were provided as customer declined to troubleshoot further. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated, and no physical damage was observed on the sensor patch. Attempted to scan sensor with evm (evaluation module), however, it did not scan. Reset the evm and scanned sensor again, and it still did not scan. The sensor was sent for further investigation. The sensor was investigated, and it was established that the returned sensor would not communicate with the evm (evaluation module) or joint test action group (jtag). This is an indication that the application specific integrated circuit (asic) in the sensor is not functioning. The asic is the component on the sensor printed circuit board (pcb), similar to a micro controller, which performs all the processing of the data. Therefore, the issue is confirmed due to the faulty asic. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "signal loss" message while wearing the freestyle libre 2 sensor and being unable to obtain readings. Customer further reported receiving third-party treatment however no additional details were provided as customer declined to troubleshoot further. There was no report of death or permanent impairment associated with this event.